Event description:
It was reported that during diagnostic procedures, the physician has noted thrombus formation. The physician has been using an additional 1000 units of heparin as a preventive measure with every use of the impulse diagnostics catheters due to repeated incidences of thrombus formation during use. There have been no incidences of pt injury or additional intervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.